Manufacturer narrative:
The asp replaced the data acquisition board and the issue was resolved. Upon further investigation, the issue was found during periodic maintenance. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the autozero pressure sensor failed. The ventilator was not in patient use at the time of the event.